Event description:
Procedure type: hysterectomy. According to the reporter: needle came off of suture during robotic hist, 1hr add'l and multiple x-rays to find and retrieve needle. Needle was found. Upon inspection of the box, another suture was pulled and the needle also fell off.

Manufacturer narrative:
(B)(4).